Event description:
It was reported that pump display only partially lit up and affected customer ability to interact with pump and read pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support and pump was arranged to be replaced. Customer will continue to use current pump.